Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) exhibited excessive charge time, charge circuit timeout, and inactive charge circuit. The patient remained in vt for thirty minutes following the charge circuit timeout. The device was explanted and replaced. No further patient complications have been reported as a result of this event.